Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device and observed that the device passed all visual and functional assessments. Therefore, the reported condition was not duplicated or confirmed.  Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing it was observed that the attachment device was "getting hot" and the "bearings were going out". The device was not used in surgery. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.